Event description:
Spontaneous communication from patient. Patient advised one cassette from previous shipment was missing the cap and unable to be used. Cassette lot number and expiration date unknown. Nor return tracking information. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable to event. No additional information is available at this time. "Describe in detail any, and all damage to the cassette: missing cap; has this incident happened within the 6 months? (Offer nursing evaluation) unk; has this pt reported a pump malfunction within the past 6 months (offer nursing) unk." Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the cassette available to be returned for investigation? No; did we replace the cassette? No; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.